Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g the needle was difficult to prime. There was no report of patient impact. The following information was provided by the initial reporter: material no: 320550 batch no: 0350841 it was reported needle clog during priming, stated that there is no insulin flow.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary the following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary customer returned a total of 88 used 4mm, 32 gauge nano pro pen needles without their inner shields. 30 of the pen needles were visually inspected prior to testing. 15 of these pen needles were found to have broken needles on the non-patient side of the hub¿s needle cannula. Additionally, 5 were bent on the same side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining 10 samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needle. No issues were found with the remaining pen needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that, of 30 samples, 15 pen needles had become broken and 5 had been broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g the needle was difficult to prime. There was no report of patient impact. The following information was provided by the initial reporter: material no: 320550 batch no: 0350841 it was reported needle clog during priming, stated that there is no insulin flow.